Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) battery depleted faster than expected. The patient has not been seen in the clinic and an engineering analysis was requested. Analysis indicated that the power usage approximately doubled early this year, but there were no changes in the parameters. A malfunction was the most likely reason for the issue. Boston scientific technical services (ts) suggested the device to be explanted and returned for analysis. Additional information obtained from the field representative indicates that device is still in monitoring. This ICD remains in service. No adverse patient effects were reported.